Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2026. The sensor was received and was evaluated. An external visual inspection was performed and no damage was found. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced pain and cramps in legs (due to high bg). The patient was reportedly crawling on his bottom as he could not use his legs. He fell down the stairs and hurt his arm. Pt called the ambulance and was treated for his injured arm and the arm was stabilized; no medication was documented for hyperglycemia. The cgm reading was 50 and the bg reading was 500 mg/dl. At the time of the report the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.